Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated the implant was not working and was going to be removed on november 3rd. Patient said the implant wasn't helping with the pain they had now and had gotten worse. When asked event date, patient said a while ago, probably about 6 months ago. Patient asked what to do with the equipment. Agent reviewed information and patient said they will check if their doctor would like the equipment. Agent documented information given during the call.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they had surgery last monday, and had planned on having the implant taken out because they didn't feel like it was helping. However they talked with their doctor, and they decided to keep the implant now. Patient said they didn't have the implant replaced or removed and still had the original implant, but had already thrown away all their external equipment. Agent reviewed replacement process, emailed sunmed information to the patient, and sent requests to repair for the rest of the equipment.

Event description:
Patient called back in repeating how they were planning to have the implant removed on the 2nd of november but their doctor convinced them to continue using the stimulator. Patient called back and repeated previously documented information about initially wanting their ins removed, but deciding against the removal after having discarded all prior equipment. Sunmed had transferred the patient to pats to acquire ins device info. Patient said they had already requested an ID card from a prior agent they were speaking to, so agent just read off the details for the patient to take down before transferring back to sunmed. Patient denied ever receiving the prior replacement shipment of charging cords and belt. Agent reviewed and confirmed the proper address had been used and will send a second set of replacement equipment. Patient was made aware of expected delivery date and will keep an eye out for the second delivery attempt.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.